Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-02352 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two interject injection therapy needles was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician found that the needle tube and hand shank were separated. The sheath was completely separated from the handle. There was no damage noticed to the packaging, or device, prior to use. A second interject injection therapy needle device was found to have the same issue. A different device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4) for the report of the inner sheath being detached the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection found the working length (inner and outer sheaths) detached near the distal end of the hub when received. The detached ends of the sheaths did not appear to be cut with a sharp device. It could not be determined how the working length was detached. No kinks were present on the outer sheath. Most likely, the sheaths were detached by the customer; however, this could not be determined definitively. The issue was identified outside the patient during preparation. The most probable root cause for the initial reported failure is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-02352 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two interject injection therapy needles was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician found that the needle tube and hand shank were separated. The sheath was completely separated from the handle. There was no damage noticed to the packaging, or device, prior to use. A second interject injection therapy needle device was found to have the same issue. A different device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.